Manufacturer narrative:
(B)(4). Internal complaint number trackwise# (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The heater wire was flexed away from the hot jaw but remained attached at the base and the tip of the jaw. The insulation on the jaws were cracked, frayed and burned. Part of silicon insulations were detached from the tip of the jaws. Specks of blood were observed on the harvesting tool handle. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. As soon as the power supply was turned on, the hemopro self activated immediately. As per the instructions in the IFU, the toggle was moved away from the most proximal position but the device still remained activated. The cable was disconnected and the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. It was observed that the toggle on the switch was stuck in the "on" position. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure modes " device remains activated", and the analyzed failures "bent wire" and "burn of device or device component- boot burn". The reported failure mode "device remains activated" is being investigated under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery remained on even when device toggle was in the neutral position. Tips were red when device removed from patient. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro cautery remained on even when device toggle was in the neutral position. Tips were red when device removed from patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.